Manufacturer narrative:
Additional information: this report has been updated from a serious injury to a non adverse event as additional information received clarified the issue did not occur during patient use. The issue occurred during testing

Event description:
A customer reported that a shock was not delivered. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that a shock was not delivered. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional information has been requested.